Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information regarding the event was requested but not received.

Event description:
Related manufacturer reference numbers: 2017865-2020-05064, 2017865-2020-05066. One day following a pacemaker implantation procedure, the patient expired. It was suspected by the physician that an air leak of the introducer occurred, leading to a pulmonary embolism.